Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone. The customer reported to have replaced the psol and the unit passed testing. Covidien was not authorized to service the device.